Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The outer shaft showed no damage. Functional testing was completed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was not within the normal pressure range. The pressure was 13.563 kpsi. During functional testing an error appeared of check catheter for kinks, which is an overpressure condition. No leaks at the pump area of the device were noticed. The tip of the device was dissected, and the jet body was tested. It was noticed that 1 of the 5 holes was occluded with a foreign material. Testing showed a calcified substance along with a metallic material occluding the jet hole. The r&d engineering team requested additional testing to clarify the substance. The device was brought to mtac and mtac confirmed the calcified substance; however, their testing did not confirm any metallic material. They stated that the metallic material may behind the substance that was occluding the jet hole. The jet body was brought to r&d to remove the blockage from the jet hole. Upon flushing the jet body, the substance was not retrievable and was not found. No metallic material was noticed in the jet hole. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08-jun-2021. It was reported that an error message and pump assembly leak occurred. The target lesion was located in the left lower extremity. An angiojet zelantedvt catheter was used in a thrombectomy procedure. During the priming, the system alerted a check saline supply error message and found the pump was leaking liquid. The procedure was completed with a different device. There were no patient complications reported and patient status was stable. However, returned device analysis revealed a foreign matter.